Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device can not charge and the connector seems to be defective. There was no reported patient involvement.

Manufacturer narrative:
The customer declined to repair the device. The device was scrapped.